Event description:
Event description guidant received information that the patient with this ventricular lead presented to the ER with complete loss of capture. An invasive procedure found the lead had dislodged.